Event description:
It was reported that the atrial lead was explanted and replaced. The reason for the lead replacement was not provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).